Event description:
It was reported that a white particle was identified floating in the fluid of the bladder of a small volume intermate. This was observed after the device was filled with colistimethate (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured march 14, 2014 - march 17, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted a solid white particle approximately 1.38 mm in size, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.